Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed: no image due to a broken metal contact in the connector. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, device settings or defect of peripheral equipment, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure (broken metal contact in the connector) without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video processor experienced an image issue (no image/blackout) during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.